Manufacturer narrative:
Sections d1 and d4: corrected product, model number, catalog number and UDI. Manufacturer's investigation conclusion: the reported "normal wear and tear" to the outer jacket of heartmate 3 modular cable lot number 7562927 could not be conclusively determined and no images were provided by the account and no product was returned for evaluation. The controller event log file contained events spanning from 09mar2024 to (B)(6) 2024. No notable alarms or atypical events were captured, and the pump appeared to have been operating as intended at the set speed. The patient underwent a modular cable exchange on (B)(6) 2024 and remains ongoing on heartmate 3 lvas (left ventricular assist system), serial (B)(6). Additional information regarding the event, including product return availability, was requested from the account; however, nothing further has been communicated at this time and heartmate 3 modular cable lot number 7562927 was not returned for evaluation. No further events have been reported at this time. The device history records for heartmate 3 modular cable lot number 7562927 were reviewed and showed no deviation from manufacturing or quality assurance specifications. Heartmate 3 left ventricular assist system instructions for use, rev. C, and heartmate 3 left ventricular assist system patient handbook, rev. D, contain information on use, exchanging, and caring for the modular cable. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files for the patient were sent in for an exposed driveline wire. Further examination looked like there was just normal wear and tear. The patient was provided with a new modular cable. Log files did not capture anything remarkable.